Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
During a spinal procedure using intraoperative neuromonitoring, free-run emg reportedly failed to display. The meps were stuck in a stimulating state and would not register. In addition, the electrode test would not register after a reboot. The patient interface and table were restarted twice to resolve the issue. The procedure was completed without further incident no patient injury was reported.